Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and shifted end cap sticker.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was between 61 and 108 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump may have been exposed to moisture damage in the form of sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.